Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort from the location of the clik anchors. The patient underwent a revision procedure wherein the anchor was burried deeper into the muscle to relieve the patients pain.